Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient twiddling the device causing the lead to dislodge. It was confirmed through an x-ray and high pacing thresholds. The lead was replaced successfully with a same model lead. No additional adverse patient effects were reported.